Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the gear was blocked and seized was confirmed. It was further noted that the bearings ceased up, and the planetary wheels were worn out. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trinkle attachment device gear was blocked seized, and rough running. It was further noted that the bearings ceased up, and the planetary wheels were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as (B)(4) 2015 in the initial medwatch report. The correct date of product return was (B)(4) 2015. If additional information should become available, a supplemental medwatch report will be submitted accordingly.